Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 09/22/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 09/30/2015 the biomed representative reported to the medtronic representative following-up at the site, that the navigation system may have been shut-down incorrectly. The biomed representative was unable to recreate the issue. The medtronic representative also could not replicate the reported behavior. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative reported to a medtronic representative that their navigation system monitor intermittently goes black. No further details regarding the issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.